Event description:
It was reported that there was image loss during procedure. Please note that the procedure was completed successfully with no reports of adverse consequences, medical intervention or surgical delay.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. The reported failure mode will be monitored for future reoccurrence. Alleged failure: lost image: probable root cause: tx main board. Tx power supply. Spi3 expansion slot card. Connectors. Tx software/vxp firmware. Use error. Electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge. Manufacturing/ service nonconformity. Connected console malfunction. Manufacture date is not known. H3 other text : 81.

Manufacturer narrative:
The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was image loss during procedure. Please note that the procedure was completed successfully with no reports of adverse consequences, medical intervention or surgical delay.